Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
In 2006, a monarc sling was implanted to treat urinary stress incontinence. Reportedly, the pt's physician explained that "in less than two years the mesh had eaten a hole through her vaginal wall the size of a golf ball". As a result, the pt "required surgical removal with excision of the vaginal mesh erosion and cystourethroscopy in 2008". The pt's "leaking continued despite the presence of the mesh. To date, the leaking is even worse than before the mesh was inserted". By report, this pt is facing "additional surgeries to attempt to correct the problems caused by the mesh, including the possible insertion of plates to support her bladder". The pt has experienced "permanent scarring, pain and embarrassment".